Manufacturer narrative:
This report is submitted january 3, 2018.

Event description:
Per the clinic, the patient experienced a dislodgement of the internal magnet following an MRI scan. It was reported that the patient's head was not wrapped per the manufacturer's guidelines. Subsequently, the patient underwent revision surgery to re-position the internal magnet (date not reported).